Manufacturer narrative:
The lot was manufactured december 12, 2017 - december 13, 2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused the desired medication. The flow of medication was slow during infusion and there was residual fluid remaining in the device after the expected infusion time (100ml in 46 hours) was complete. The infusor was filled with unspecified medication. There was no patient injury or medical intervention associated with this event. No additional information is available.